Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 10-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
During inspection and testing, the tissue pad in the grasping section was worn away and a part of the tissue pad was peeled away. The coating of the grasping section was partially peeled off. However, the probe check was successful. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the tissue pad was worn away because no tissue was grasped between the grasping section and the probe tip when the output was activated in seal and cut mode for transection of tissue. In addition, it is likely the tissue pad was excessively heated due to friction between the grasping section and the probe tip which caused the tissue pad to be partially peeled away. A definitive root cause of the reported issue could not be identified. Based on the results of the legal manufacturer's investigation, it is likely the coating of the grasping section came off when residue, such as a burn, was scraped off with something hard. However, a definitive root cause of the issue could not be identified. The device's instruction manual provides the following warnings which may help to prevent the issues: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating". "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". "If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the teflon (tissue) pad on the device was damaged at the beginning of a digestive surgical procedure. The intended procedure was successfully completed using a similar device. The device was returned to olympus for evaluation. During inspection and testing of the device, the tissue pad was partially split and missing. The grasping section of the device was visible. This report is being submitted for the malfunction found during evaluation (part of tissue pad split and missing). Additional information was requested regarding the reported issue, but the information was not known. There was no harm or user injury reported due to the event.